Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2026, the patient experienced a continuous ventricular arrhythmia requiring intervention with defibrillation or cardioversion. The event was assessed as likely related to progression of the underlying disease; however, a contributory relationship to the device could not be ruled out. As a result of this event, the patient was readmitted from (B)(6) 2026, with arrhythmia identified as the cause of rehospitalization. Treatment during readmission included cardioversion.

Event description:
Additional information was received that the patient experienced palpitations and dizziness associated with the arrhythmia, which resulted in decreased vad flow. The patient had no known history of arrhythmia prior to lvad implantation. The arrhythmic events have not resolved and continue to recur; consultation with another hospital is currently underway to determine further management.

Manufacturer narrative:
Manufacturer's investigation conclusion:a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time.the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website.section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow.no further information was provided. The manufacturer is closing the file on this event.